Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a rash under the therapy electrode pads. The area was reported to be itchy, circular in shape, scabbing, peeling, red, with broken skin that had previously been bleeding. The patient reported using a powder on the area but that she'd not sought medical attention. During a follow up, the patient reported that she saw her doctor who recommended she see a dermatologist for the rash and also that she leave the lifevest off for a longer period after taking a shower. The patient reported that at that time, the rash hadn't improved. During a subsequent follow up, the patient reported that she had used aloe vera on the irritation and that the rash was improving.